Event description:
Patient had a very tortuous anatomy with three 90 degree loops to get to the m1. The physician had trouble keeping the guide catheter in the vessel as it kept prolapsing, which made the case very difficult. First an sl10 microwire tip broke in the catheter and about an hour later the tip of the 3max reperfusion catheter broke. The physician was able to withdraw the damaged catheters from the patient with no adverse events occurring. The procedure was finished and written up as unremarkable.

Manufacturer narrative:
Results: the distal portion of the catheter is severely damaged. The distal tip is pinched, stretched, and broken. The break site shows evidence of stretching and extreme material deformation. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the patient had a very tortuous anatomy. It was also indicates that the physician had trouble keeping the guide catheter in the vessel. It is likely that the catheter became trapped either in the patient's tortuous anatomy or inside the guide catheter and when the physician attempted to manipulate the catheter against the resistance, the tensile strength of the material was exceeded, causing the catheter to break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.